Event description:
Medication syringe pump alarming frequently check clutch plunger.====================== health professional's impression======================not applicable.====================== manufacturer response for syringe pump, syringe pump======================known issue.